Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, the surgeon was repairing a ventral hernia with the device using an onlay technique. The patient presented with a recurrent hernia in less than 12 months after the initial repair. When the surgeon repaired the recurrent hernia, he noticed that the device had torn across its center. There were no sutures in the area of the mesh which had torn. He had placed sutures around the edges of the mesh, and these areas were still intact. No infection was present at the site either. To correct the issue, the mesh was removed and two new pieces were implanted.